Manufacturer narrative:
The device is not expected to return for investigation. Because the unit was not returned, the root cause could not be determined. Since the lot number was not provided, the device history record and complaint database could not be reviewed. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
The customer reported that during a transseptal procedure the patient developed an acute pericardial effusion. The physician was unable to insert a merit pc catheter into the pericardium. The physician attempted to insert a second catheter and was unsuccessful with the new catheter. The patient started to code and a second physician was called in to assist and attempted unsuccessfully to insert the second catheter. The assisting physician then obtained and inserted a new diagnostic 6fr catheter into the pericardium and successfully drained the fluid. The patient was resuscitated, and a new pc catheter was inserted in place of the 6fr diagnostic catheter. The patient was sent to the floor and coded but fully recovered later and was discharged after recovering.